Manufacturer narrative:
(B)(4). Additional data / failure investigation. Field service technician investigation discovered physical item obstruction that caused drawer failure.

Event description:
Customer reported drawer on pyxis anesthesia system failed. No patient was present.